Event description:
It was reported that the patient had an infection at the pocket site. The patient's symptoms included pain, redness, and swelling. A culture was taken from both the device pocket and the patient's blood. It was determined that antibiotic treatment was necessary. The implantable neurostimulator and lead were explanted and the site was irrigated with antibiotic. The patient's outcome was reported as "alive with injury."

Manufacturer narrative:
Product ID 3889-28, lot # v999804, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer.